Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. Evaluation had flow testing performed and delivered within acceptable range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The m2 and m3 springs will be replaced as a precautionary measure to ensure continued accurate delivery. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow test at 21.3 ml during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a review of the event history log revealed infusion without interruption or abnormalities.